Manufacturer narrative:
Arjo was notified about an event involving concerto shower trolley. It was reported that during the shower, while the caregiver was attempting to turn the resident to wash his back, the stretcher tipped over and the resident fell down to the floor. The patient was examined by the doctor and a radiological check-up was requested. On (B)(6) 2019 it was, initially, reported to arjo that the patient sustained hematoma at one shoulder and pain at leg level assessed not serious. On (B)(6) 2019 during a meeting with a customer representative, arjo was notified that the resident sustained a serious injury - a fracture of the neck portion of the femur. The initial assessment of the severity has been changed. The patient condition required hospitalization and treatment with analgesics. After the event the involved device was removed from use and evaluated by the qualified arjo representative. The results of inspection revealed that, the stretcher was not screwed properly as 3 of 4 screws, which fix one side of the stretcher to the device frame, were missing. Therefore the stretcher was able to tilt over. This concerto had last maintenance carried out 9 months before the reported incident. The evaluation of the device did not reveal any failures and signs of damage to the stretcher which could influence the event. The claimed shower trolley was manufactured in 2002, which means over 17 years before the incident. According to the available information this device stretcher has never been replaced by arjo. This equipment is intended for bathing and showering hospital or care facility residents under the supervision of trained skilled nursing staff in accordance with the instructions outlined in arjo's operating and daily maintenance instructions (IFU). The concerto shower trolley is subject to wear and tear, so the care and maintenance actions must be performed when specified to make sure that the product remains within its original manufacturing specification. Please note that according to operating and maintenance instructions (04.ba.02/3 dated on october 1999 - active at time this device was manufactured), the customer personnel, with sufficient device knowledge, should perform regular checks of the device to detect any signs of wear: "weekly: examine the concerto for damage. (...) Check that all screws and nuts are tightened and that there are no gaps." It is unknown why 3 screws were missing, thus the exact root cause of the malfunction in question cannot be established. The stretcher could have become damaged, worn or screw could have unscrewed during 9 month of continuous use. In summary, the stretcher tilted over and from that perspective it failed to meet its performance specification. The shower trolley was involved in the event since it was used for a patient hygiene. This incident was decided to be reported to the regulatory authorities due to indication of device tilting, which contributed to a patient fall and a serious injury occurrence.

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted for the manufacturing site (B)(4) (under registration #(B)(4)). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh (B)(4) complaint handling establishment and any medwatch reports will be submitted under registration # (B)(4). The involved device was evaluated by the qualified arjo representative. According to the results of inspection the stretcher was not screwed properly as 3 of the 4 screws, which fix one side of the stretcher to the device frame were missing. Therefore the stretcher was able tilt over. The investigation is on-going and additional information will be provided in the next report.

Event description:
Arjo was notified about the event with involvement of concerto shower trolley. It was reported that during the shower, while the caregiver attempted to turn the resident to wash his back, the concerto's stretcher tipped over and the resident fell down on the floor. The patient was examined by the doctor and a radiological check-up was requested. On 2019-oct-02 2019 it was initially reported to arjo that the patient sustained hematoma at one shoulder and pain at leg level. On (B)(6) 2019 upon the interview with customer representative, arjo was notified that the resident sustained a serious injury - a fracture of the neck portion of the femur - which caused a change of the initial assessment of the severity. The patient condition required hospitalization and treatment with analgesics.